Event description:
During a coronary artery bypass graft (on pump), the prevena sponge was placed on the patient, and the device failed to maintain suction. A switch was made to another large wound vac machine and sponge suction became steady. No harm to patient, prevena device was given to coordinator after the case to work with vendor regarding suction concern.